Event description:
It was reported that the device was in backup mode. The elective replacement indicator (eri) byte indicated that eri had not been reached. A download was attempted but did not complete. Interrogation could not identify the device. When the eri byte was checked again an "operation failed" message was displayed. Due to lack of communication, further troubleshooting could not be performed.

Manufacturer narrative:
No medwatch form was received.